Event description:
The customer contact reported, the patient received more medication than intended. At an unspecified time, the device was programmed to deliver an unspecified medication. No specific pump programming was provided. At an unspecified time, the delivery was initiated. After an unspecified length of time, the solution container was empty and as the solution container was being replaced, the device reportedly delivered 45ml. No audible alarm was noted. The pt reportedly experienced, "malaise," "cutaneous flush," and "respiratory failure." The device was removed from clinical service. No specific treatment information was provided; however, the patient was reportedly monitored. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. The pump history was downloaded at the service center. A review of the pump history found there is no pump programming or pump activity for the reported event date of 11/03/06; therefore, the history cannot be utilized to evaluate the reported event. This report represents all the information known by the reporter upon query by hospira personnel.